Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 10 mg/dl at the time of incident. The customer's blood glucose was 119 mg/dl at the time of call. The customer stated that she had blood glucose 300 mg/dl and treated with the insulin pump. The customer stated that she was given insulin drip and peanut butter and milk. The customer stated that she passed out. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to perform displacement test. The insulin pump will not be returned for analysis.